Manufacturer narrative:
(B)(4). Yielded jaw, scissored clip, jaw misaligned. Additional information was requested and the following was obtained: what is meant by misfired? Clips would not deploy when handled was pulled. Were any clips delivered? If yes, were the clips formed properly? Unknown. Were any issues noted with feeding (slow feed, sideways, feed, etc)? When device did feed the clips were sideways. How was the procedure completed? With another device. Which firing of the device did this event occur on? Unknown. Was a cholangiogram performed during the procedure? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? Unknown. The analysis results of the er320 device found that it was received with a clip in jaws for analysis. The returned device was noted to have the jaws misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 17 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the yielded condition of the jaws may lead dropping/ejected clips. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product misfired and jammed. There were no patient consequences. Unknown how case was completed.